Manufacturer narrative:
This complaint has been evaluated. No sample or picture was provided. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing or sterilization process of the mentioned lot. Batch record review was conducted and indicates no discrepancies. Because the defect was also confirmed on glide tiemann catheters based on received samples within previously reported complaints therefore, the investigation process has been started under related event (B)(4), in new module registered under # CAPA 1672354, to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in (B)(6) 2023. Tolerances tightened from -30°÷30° to -20÷20°. Customer said that:¿ many are as much as "180 degrees off... Some are only a quarter turn off alignment." Based on the drawing quarter turn off alignment is within specification. The customer alleged that: ¿unknown total (affected) qty from 5 mus and 20 in a ziplock bag in this monthly order.¿ because the 20 pcs were not received in original packaging, inner box, but in ziplock bag , there may have been an unintentional rotation of the catheter tip causing misalignment. Lot in question was produced after the correction has been implemented. No sample or picture was provided. No other complaint has been received on the lot. No discrepancy found during the lot production. The issue occurrence considered as isolated .no additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
It was reported that many of the catheters have the coude tip that does not match the funnel notch and caused 'extreme discomfort' with use. Consumer is a 74 yr old male, cathing for 2-3 yrs he states 8-10 x a day for retention. He reports many are as much as "180 degrees off... Some are only a quarter turn off alignment." He said at first, he didn't notice this and used a few and would be in "extreme discomfort" trying to pass these catheters into his bladder. He said he has to rotate them and go slow but still very uncomfortable to use. No lasting harm or bleeding. He said he then started to check them prior to use, noticed this issue, and just avoided using the ones that are not aligned.